Manufacturer narrative:
(B)(4) - at this time, the device has not been received by carefusion.

Event description:
The customer reported a patient desaturated while connected to model lap top ventilator 1150. No further information was provided regarding intervention or allegation of further patient harm. The customer did not report any allegation of device malfunction related to the patient incident.

Manufacturer narrative:
Per results of investigation, carefusion service technician was unable to duplicate reported problem, ¿patient desaturated while on ventilator.¿ the service technician performed all bench testing. All testing performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed 91 hour extended tests at customer¿s settings. The ventilator also passed the lap top ventilator final test which includes many ventilation and alarm functions. Internal inspection of ventilator did not reveal any abnormalities with the ventilator. The event trace contained no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The unit passed all testing.